Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a follow up visit after three months of the operation, surgeon observed that the plate had pulled away from the sacral body. Screws were pulled out of the bone and are still retained in the plate. However, the patient is clinically doing very well and so at this time, no further action will be taken.

Manufacturer narrative:
Additional information: (x-ray image review): image review: "post op x-rays for l5-s1 anterior lumbar interbody fusion show grade ii spondylolisthesis and anterior displacement of l5-s1 cage. We don't have intra-op films to see if this was placed correctly to begin with,but given significant spondylolisthesis suspect that reduction had not occurred at the time of surgery. Given spinal instability and history of parkinson, posterior augmentation may have been appropriate." If information is provided in the future, a supplemental report will be issued.